Event description:
It was reported that catheter fracture occurred. The 80percent stenosed target lesion was located in the severely calcified deep vein of the left lower extremity. An angiojet solent omni catheter was selected for use. During unpacking, it was noticed that there was a crack on the purple portion of the catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Fluid was present inside the boot and device, indicating that the device was prepped not just unpackaged, as reported. Visual inspection of the device revealed that there was a kink in the shaft with the hypotube broken, 22cm proximal of the tip. The hypotube was broken with the separated ends being ovaled, indicating that the hypotube was kinked prior to separation.

Event description:
It was reported that catheter fracture occurred. The 80 percent stenosed target lesion was located in the severely calcified deep vein of the left lower extremity. An angiojet solent omni catheter was selected for use. During unpacking, it was noticed that there was a crack on the purple portion of the catheter. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.